Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the problem occurred during a sentinel node procedure, where a rubina lens, nir/icg exoskop 90°, th020 was mounted on the camera head. During the procedure, the were communication problem between the video processor and the rubina light source. This connection is necessary to operate the icg function (opal). This function was grayed out and therefore unavailable. They retrieved a complete set from another or because moving the patient wasn't an option. This set had the exact same problem the network connection was down. To solve this problem took too long, and the surgeon decided to proceed without an icg. A type of blue ink was used to allow the procedure to proceed. This "ink" has remained in the patient for several years, which is undesirable. Apparently, there was something wrong with the time display in both the video processor and the light source. They had to log in to both devices to synchronize them. The event is related to case (B)(4). Due to this unplanned using of the ink and the remaining in patients body the case is deemed reportable.

Manufacturer narrative:
Correction to section d10. The event is filed under internal karl storz complaint ID: (B)(4) and (B)(4).

Manufacturer narrative:
D.10 additional device involved. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information added in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 9610617-2026-00401.